Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that her meter was set to the incorrect unit of measurement. The medical affairs specialist spoke to the pt in 2005 and obtained/verified the following info. Last week, the pt visited the emergency room twice due to symptoms of feeling like she was unable to walk on her left side. She has a history of a stroke, which affected the left side of her body. The pt first stated that she was obtaining high bloog glucose results last week and then stated that her meter was reading low, such as "61 and 70". She later discovered that her meter was set to the incorrect unit of measurement, which converted, those results would be 110 mg/dl and 126 mg/dl. At the hosp, during one of her two visits, her blood glucose was 42 mg/dl on the hosp meter. She was treated with orange juice and gliven a glucose shot. The pt takes humalin n 20 units in the morning and 15 units in the evening, both based on a set amount. The pt stated that her meter was previously set correctly and she had not made any changes to the settings. A replacement meter has been sent.